Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead was inactivated as part of a device upgrade due to progression of patient's underlying condition. The ra lead remains in the patient. No patient complications have been reported as a result of this event.